Event description:
Four needles were used during a cryoablation case. During a freeze cycle, 1 of the 4 needles collected frost on the needle shaft. The patient's skin was protected during the procedure, and the case was completed with no injury to the patient. The suspected defective needle will be returned to the manufacturer for investigation.

Event description:
This follow-up report is being submitted to document the manufacturers investigation of the reported frost formation on the needle shaft.

Manufacturer narrative:
The needle with the reported frost formation on the shaft was submitted to the manufacturer for investigation. The needle lot manufacturing records were reviewed, and no related deviations were found wtihin the needle batch. The needle shaft temperature was below specifications. Ice formed on the entire sleeve during testing, and the reported malfunction was confirmed. There were no visible soldering gaps or voids found upon inspection. No signs of damage to the insultation needle, such as residual flux or visible corrosion, were found upon inspection. The root cause could not be determined.